Manufacturer narrative:
(B)(4) a sample is not required for use error as there is no allegation against the device. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because it was reported there was a break in aseptic technique. However, the assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): the patient recovered from peritonitis.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a baxter employed health professional from (B)(6) of break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2013, the patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was break in aseptic technique. On an unreported date, the patient was treated with injection (inj) vancomycin (1gm, frequency, and route not reported) and inj. Fortum (500mg, one exchange/day, and route not reported). The outcome of this peritonitis episode was unknown. The reporter was unable to assess if this peritonitis was related to dianeal therapy. On (B)(4) 2013, gpv contacted the reporter and the following information was obtained. On an unreported date, the patient was re-trained on the proper aseptic techniques.